Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there was an air leak from the cuff." There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used list #100/199/075j, tracheal tube, and one (1) used list #unknown, 20ml syringe. As received, there were no damages or anomalies observed. The cuff was inflated fully with 20ml of air as per IFU (instructions for use) with the provided syringe. The cuff was then submerged in a water bath. A leak was observed at the weld proximal end of the cuff. The complaint of cuff leakage can be confirmed. The probable cause is due to an inconsistent weld around the tubing. A device history record could not be completed as no lot number was received.